Event description:
It was reported that during a laparoscopic sigma procedure, surgeon experienced misfirings with multiple devices. There were no staples coming out during the firing sequence. There was no patient consequence.